Manufacturer narrative:
(B) (4). The two iabs and driveline tubings were not returned for evaluation. Unable to confirm reported issue.

Event description:
It was reported that after intra-aortic balloon (iab) installation pump alarm indicated a leak, but didn't indicate where leak was. Anaesthetist suspected balloon leaked and as a result, removed balloon wanting to use a new balloon and new tubing, but patient (pt) was too fragile for another attempt at procedure. Anaesthetist performed tests outside pt and results are as follows: first balloon + first tubing, didn't work. First balloon + new tubing (same lot# as first), balloon inflated. New balloon + new tubing (same lot# as first), balloon inflated. Tests indicated that first tubing leaked. Clinical consequences were no counterpulsation therapy for pt (lot # of the 2 kits is mf9035685; one is (B) (4) and other (B) (4), but unfortunately the anaesthetist didn't know which sn belonged to which kit).